Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there appeared to be a white substance was present on the flush port. Even after flushing the catheter during preparation the white film was still there and prevented visual inspection of the flush tubing. Because the film prevented the physician from visually inspecting for air in the tubing the catheter was exchanged. The procedure was completed successfully with the new catheter with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the facility.